Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open irritation under the rear therapy electrodes. The patient's home care nurse was reportedly cleaning and covering the wound. Follow-up indicated that the wound was about the same and was not getting any worse.